Event description:
During the procedure, an error message appeared on the carto system: "200 m catheter cannot detect catheter connection." Catheter connections were checked and changed and there was no improvement. The catheter was replaced with another navi-star thermo-cool catheter and this resolved the issue. There was no patient harm.